Manufacturer narrative:
System components: pump: model- 72404127, lot sn- (B)(4), mfg date- 08/09/2011, exp date- 07/28/2012, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 11/14/2011, exp date- 10/26/2016, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the reason for revision was on the previous surgery, the physician had injured the urethra so nothing was implanted. The patient outcome was reported to be no complications.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.